Manufacturer narrative:
Date of report: 30may2019. Date rec¿d by MFR: 17may2019. An exhalation flow sensor was return for analysis. An investigation was performed and the reported complaint of the exhalation flow sensor reading out of specification was duplicated due to the exhalation flow sensor heated film element was contaminated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/28/2019. The philips service engineer (se) inspected the device. The se replaced exhalation flow sensor and the ventilator passed all testing.

Event description:
It was reported that the ventilator was failing the extended self test (est) with the exhalation flow outside of range. There was no patient involvement. The event date was not specified; estimate used.